Event description:
The customer stated, that the screen flashes and then the unit shuts down. The problem was noticed on a daily check of the equipment and there was no patient involvement. No patient involvement.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The complaint could not be duplicated but was confirmed through the device's log. The device was tested and performed to specifications regarding the reported complaint. The log indicates that a low battery was identified and was not acted upon by the user. Once the battery voltage depletes and audible and visual notifications are not acted upon by the user, the device, per specification, will power itself off. The device manual indicates that when a low battery indication occurs at any time during the operation, to immediately replace the battery. The user manual also indicates that if the battery is not maintained properly, loss of patient care could result.